Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the patient underwent an open reduction internal fixation (orif) for a femoral trochanteric fracture with (B)(6) proximal femoral nail antirotation (pfna-ii) on (B)(6) 2018. During surgery, the pfna-ii blade could not be locked. The blade came apart when the surgeon extracted it from the bone. The surgery was completed by using another blade with 85mm in length. There was a surgical delay of thirty (30) minutes. Patient was stable following surgery. Concomitant devices: pfna-ii nail (part: unknown, lot: unknown, quantity: 1). Trauma screws (part: unknown, lot: unknown, quantity: unknown). This report is for a pfna-ii helical blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the returned pfna-ii blade was received in disassembled condition. All component parts show normal signs of use, apart from that there are no discernible signs of damage. Functional test : during the investigation the component parts were assembled according to the assembly instruction. The locking screw was screwed back into position and afterwards the pfna-ii blade could be locked and unlocked as required. Function test was performed with one of our impactors 356.823 and did not show any abnormalities. Summary: during investigation the returned component parts were properly assembled according to the assembly instruction. The locking screw was screwed back into position and afterwards the pfna-ii blade could be locked and unlocked as required. Function test was performed with one of our impactors 356.823 (sample) and did not show any abnormalities. The review of the device history record revealed that this instrument was manufactured in september 2018. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional check were performed per 100 percent after the assembly of the component parts. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. Most probably the locking screw was inadvertently advanced too far inside the end cap of the blade and therefore the blade could not be locked. Risk documentation review confirmed that this complaint condition is adequately covered by the risk assessment based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 04.027.053s. Lot: 1l57786. Manufacturing site: bettlach. Supplier: (B)(4). Release to warehouse date: 25.sep.2018. Expiry date: 01.sep.2028. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.